Event description:
A radiation technician suffered a leg bruise when a pt was positioned onto a transfer scan board causing the stretcher bed to tip. The bottom of the scan board came in contact with technologist's leg.

Manufacturer narrative:
Improper positioning of scan transfer board onto stretcher bed. Warning label with proper positioning instructions are being added to the transfer board.